Event description:
Applier misaligned.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in may of 2020. Submitted pictures show an individual holding a 544995 lot# 06g1990530 ser#025 endoscopic applier. There is one picture showing the jaws in the open position and two pictures showing with the jaws closed position. It is possible that the jaws are very slightly misaligned in the closed position. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Applier misaligned.